Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 3b endoleak. Additionally it was observed the patient had a previous secondary intervention of a coil embolization procedure to repair a type 2 endoleak and a remaining type 2 endoleak from a incomplete coiling procedure. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; incomplete coiling of the inferior mesenteric artery and calcification at the aortic bifurcation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time. There have been no additional adverse events reported for this patient.

Event description:
Additional information was received, the patient was found to have an unreported a type 2 endoleak that was treated with coil embolization, the treatment date is unknown. Endologix was contacted when the endoleak persisted. On (B)(6) 2016 the patient underwent a subsequent endovascular procedure where the physician elected to reline the initial implant with an additional bifurcated stent. The procedure was completed and the patient is reported to be in stable condition.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. A follow up computed tomography (CT) showed a potential type 3b endoleak. Physician is planning to complete an angiogram to determine if the devices should be explanted or relined. The patient has not been scheduled for additional procedure at this time.